Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 29mg/dl, resulting in customer falling and breaking ankle. The cause of bg was unknown. Subsequently, customer was hospitalized. Bg was treated with intravenous glucose. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage. Low bg was resolved on (B)(6) 2020; however customer remained hospitalized due to rehab broken ankle, and an unrelated illness. System check with tandem technical support confirmed the pump was functioning as intended.